Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the absorbable straps were used. It was reported that the strap did not fasten the target tissue although it was deployed from the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.